Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with one box of infusion sets that seem to be falling off all the time. Customer stated that the tape was not sticking. Customer's blood glucose was 402 mg/dl at the time of the incident. Customer stated that she ran it through the insulin pump. Troubleshooting was performed and customer was advised that a replacement box and tape kit will be sent.